Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the patient's pump had been alarming for 2 weeks. Telemetry was attempted with 4 different programmers, but the pump could not be interrogated; therefore, the pump could not be stopped nor the alarm silenced. The patient stated, that he had felt little to no effect from the pump since 2007. The pump was used to deliver compounded baclofen. The pump was replaced.